Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances related events of the reported events. The device was used for treatment. No samples were returned for analysis. The reported issue may be related to application or maintenance techniques. A clinical investigation concluded; the data presented in the aged article, "different dressings applied in central venous catheter: a clinical observation", does not provide insight or relevance to current clinical outcomes for the product/device. Per subsequent e-mail, it was reported no further information is available. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was already documented in the article cannot be confirmed nor concluded. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted. As the product code is unknown, a review of the device labelling could not be carried out. The associated risk file contains the reported event. ¿we have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was documented on the paper "different dressings appl ied in central venous catheter: a clinical observation", that the IV 3000 (smith and nephew) was applied to 70 patients and a a patient with localised infection was reported. All puncture wounds were disinfected with povidone-iodine swabs by pressing, the times of dressing change were increased, and the infection was under control.